Event description:
During procedure to implant bi-ventricular internal cardio-defibrillator, safesheath coronary sinus guide was used to cannulate coronary sinus to introduce left ventricular pacing lead. While manipulating catheter to fit coronary sinus, tip of catheter separated from catheter shaft and remains lodged in patient's right atrium.